Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the pump was alarming and goes off for no reason. Customer stated that he will change the battery out and in less than 15 minutes, the pump was showing that it is at half bar. Customer mentioned that there were also issues with sensor alarms. Customer stated that the motor never had this many issues with the other. Customer stated that he wanted a new pump and declined all troubleshooting. Customer's blood glucose level was 132 mg/dl. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches to the display window, a cracked case near the display window corners and a cracked reservoir tube lip.